Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the pph01 device arrived with the knife damaged; the breakaway washer was present and with an off-center cut. It appears possible that the anvil was pushed far enough off center to result in an off center cut of the breakaway washer and damage the knife by pressing it hard enough against the anvil. This situation normally occurs when the tissue is not evenly distributed in the device. However, it could not be determined what may have caused the anvil to become off center. It should be noted that ensuring that the tissue thickness is within the indicated range, and that it is evenly distributed in the device. Excess tissue on one side may result in unacceptable staple formation and can result in staple line leakage. Please reference the instructions for use for additional information. No functional test was performed due to the guide face was damaged not allowing the device to be reloaded with staples. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during a hemorrhoidectomy procedure, the pph gun did not fire properly and no audible sound was heard. The staples had not fired which resulted in suturing the tissue of the area fired upon, 50ml of blood loss recorded, no ill effect to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.